Event description:
The intended procedure was peripheral stenting of an iliac artery lesion. However, during preparation of the product, the stent displaced from its delivery catheter balloon, and consequently, the product was not clinically used. Another palmaz genesis stent was select and used to successfully complete the procedure without incident. The account confirmed that the device was prepped according the product instructions for use, and there was no manipulation of stent or unusual handling of the device. The product is available for evaluation and testing; however, it has not been received as of to date.